Event description:
It was reported that during a lap adrenalectomy procedure, the tissue pad came off during normal cleaning. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent: 6/30/08. Info anticipated, but unavailable at this time.